Manufacturer narrative:
The lens case was returned fully disassembled in a plastic bag. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The lens was cut into two portions, typical of insertion and removal. One cut optic portion had a deep scrape mark on the anterior side of the optic. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge with a non-qualified viscoelastic. The reported lens damage was observed. The root cause for the reported complaint appears to be related to failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the physician noticed a scratch on lens after insertion into eye. The lens was removed from eye during same procedure. Additional information was requested and received. The procedure was completed on same day by exchanging iol with no patient harm.